Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw end of service (eos) on their remote. When seeing the physician, the system was off and said it needed to be reset when first connected to the tablet. His battery was at 2.91 and they found that implantable neurostimulator (ins) was off, once turned on, tremor and issues greatly decreased. It is unknown if the deep brain stimulation (dbs) was off due to the eos. A couple days prior, they also saw eos and the patient woke up shaking. They were also driving near their home when suddenly his right arm started flailing about for a few minutes then quit. Additional information was received from a manufacturer representative (rep) reporting it is unknown if the end of service (eos) was due to normal battery depletion. The patient claimed there was an eos, but the battery was showing 2.91 in the clinic. They interrogated the system with the clinician tablet. The eos and symptoms resolved.